Manufacturer narrative:
1/23/2025 - we have requested the device be returned from the consumer. To date, we have not received the device. 3/6/2025 - it was discovered an error in the FDA manufacturer number was incorrect. Resubmitting an supplemental emdr with the corrrect FDA manufacturer number. The original manufacturer report number was 1222301-2020-00002. The correct manufacturer number should be 1222304-2025-00002. The initial MDR was submitted via the older esg system and will be resubmitting via the new esg system as an initial report.

Event description:
1/23/2025 - the consumer claims the product had a burnt smell.